Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). On (B)(6) 2021, the patient's mother reported that her daughter experienced high blood glucose level of 24.7 mmol/l and had an insulin flow blocked alarm. Further, she had high blood glucose levels all the week and threw up. She inserted the infusion set was on her arm and it had been used for two days. No further information available.